Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant and explant dates: device is an instrument and is not implanted/explanted. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: when removing the positioner from the aiming block with the 2.8 needles inserted, the block became stuck, and it was not possible to remove the block without removing the needle at the same time, as a result, the surgery was called off. This is report 1 of 2 for (B)(4).